Event description:
A cardioquip (cq) customer sent a photo of their device water to cardioquip for investigation due to suspected contamination. The cq director of operations and epidemiology reviewed the pictures and recommended hpc testing to provide a quantitative assessment of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on (B)(6) 2026, indicating device contamination.

Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology for investigation due to suspected contamination. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. The customer sent the device for repair at cardioquip, where hpc testing was performed. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the device receive an internal water pathway replacement, or (2) the customer participate in cardioquip's trade-in program. These options would return the device to specification. These options were relayed to the customer via email on (B)(6) 2026. As of the date of this report, the customer has not responded to these options.